Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory inr result. On (B)(4) 2014, the customer reported an inratio inr result of 13. The monitor only tests up to 7.5. The pt was hospitalized for pneumonia and a lab inr of 1.3. The pt's therapeutic range was 2.0 - 3.0. Treatment included lovenox while the pt was hospitalized.